Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient was at his doctor's office when he passed out. It was reported that the dexcom app did not alarm and alert the patient that he was getting a low reading (no value provided). And there was no report of the patient having symptoms prior to passing out. The patient was transported to the emergency room (ER) where the bg was taken and showed 21 mg/dl. It is unknown what the cgm was displaying during this time. The patient reportedly received no medication. Before discharge from the ER, the cgm reading was 146 mg/dl while the bg was 88 mg/dl. At the time of the report, the patient was out of the ER and doing fine. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.